Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of stimulation and the implantable neurostimulator (ins) went out. The patient was experiencing a loss of therapy. It was stated the patient had multiple magnetic resonance imaging¿s (MRI ¿s) and found out the migraines are not related to the implant. It was noted the patient has had tourette¿s for 24 years and the pressure on the neck and muscle caused the migraine. It was mentioned that the patient was wondering if the MRI¿s had caused the ins to quit working. Additional information received from the patient stated they had notified their physician that the stimulator was no longer functioning. They had lost their job and insurance so they couldn¿t receive another stimulator. The steps taken to resolve the loss of stimulation were noted as that they needed another stimulator or they would remain in the same shape. The patient was implanted for movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.